Manufacturer narrative:
Replaced power management board and battery to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during pre-use testing, the unit does not run on battery even though the display indicates the battery is fully charged when the unit is unplugged from ac power. There was no reported patient involvement.